Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's family member reported via phone call that customer was experienced high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was over 900 mg/dl. The customer declined troubleshoot for high blood glucose. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.